Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer's blood glucose (BG) was 396 mg/dL with unspecified ketone levels. The customer went to the emergency room and was subsequently admitted to the intensive care unit. The customer was treated with intravenous fluids of saline and insulin and was released on (b)(6) 2026 with the issue resolved. Troubleshooting with Tandem Technical Support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.